Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there was a revision surgery performed to repair the bone graft as it did not have the expected outcome. The procedure was completed successfully.

Manufacturer narrative:
It was determined after receiving further clarification from stryker's global medical expert and the log files from the device, this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. H3 other text : implanted.

Event description:
It was reported there was a revision surgery performed to repair the bone graft as it did not have the expected outcome. The procedure was completed successfully.